Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified additional information including patient's demographics requested, but was not provided.

Event description:
It was reported that the IV tubing set cracked.

Manufacturer narrative:
Revised b5 and additional information added to: d11.**********************************************************

Event description:
It was reported that the tubing set female end had multiple cracks noted during a kcl prn infusion that was in use just over 24 hours. Although requested, no further information was provided.